Event description:
This pt has three vein graft anastomosed with aortic connectors. It was reported one graft was 100% occluded at the anastomosis site and two grafts had "severe" stenosis also at the anastomosis sites. Pci was performed; however, it is unknown if reintervention was performed on all of the vein grafts. It was also reported the implant procedure occurred without incident and the antiplatelet regime the surgeon prescribed was "not consistent"; however, all of his pts were on aspirin. Additional info was unable to be provided by the hosp; however, info has been requested from the surgeon.

Event description:
It was also reported the implant procedure was performed without incident and the patient's antiplatelet regimen included aspirin. Info regarding the additional events reported to sjm by this hosp indicated some of the patients and diabetes, all experienced symptoms of shortness of breath and angina, and diagnostic angiograms were performed on all. It was reported the surgeon had indicated the vein grafts were vulnerable to "other factors", which may cause grafts to close. This surgeon is no longer using the smaller sized aortic connectors and no additional info was recieved.